Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: the doctor used a (B)(4) to clip the lung tissue. He pushed the green safety device, triggered the gun and then cleared the gun. He found all the staples had fallen on the lung tissue without shaping or cutting into the tissue. He used another (B)(4), clipped the lung tissue and successfully triggered the gun by pushing the green safety device. Only a section of the lung tissue, a length of 1/3 of the stapler was cut and poorly shaped. The other staples fell on the tissue. He used scissors to cut and suture the tissue and completed the operation. There was no additional blood loss of more than a 250cc, no unanticipated tissue loss, nor was the surgical time extended by more than 30 minutes. The procedure was converted from an endoscopic procedure to an open procedure.